Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarms. No rewind anomaly noted. All operating currents are within specification. Unit passed displacement test, self-test, off no power test, unexpected restart error test. No unexpected low battery or off no power alarms noted. The insulin pump was programmed with correct time and date. The insulin pump was monitored for several days, several bolus were programmed and delivered. All bolus delivered during testing; and during the time the unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. No history anomaly noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked battery tube threads, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 278 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.